Manufacturer narrative:
Section d4 - corrected primary unique device identifier (UDI).

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with corrections/additional information: a1, b5, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-nov-2021 to 01-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer's solenoid melted and prevented the drawer from being opened. The solenoid was being constantly energized by the drawer's controller board, causing the solenoid to melt. Solenoid and drawer controller board were replaced to resolve. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer did not release when attempting to open it. During failure investigation a field service engineer found the drawer's solenoid had melted. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer's solenoid melted and prevented the drawer from being opened. The solenoid was being constantly energized by the drawer's controller board, causing the solenoid to melt. Solenoid and drawer controller board were replaced to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer did not release when attempting to open it. During failure investigation a field service engineer found the drawer's solenoid had melted. There were no adverse events or injuries reported based on this event.